Event description:
It was reported that the patient experienced a hyperglycemia on (B)(6) 2026 and treated the high blood glucose by administering correction bolus via pump.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. Name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.